Event description:
It was reported that screw broke while fixed in the femoral tunnel. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that screw broke while fixed in the femoral tunnel, all pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.